Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the ECG electrodes, therapy electrodes, and garment described as red welts that resembled mosquito bites. The patient was provided an ointment at the hospital. Follow-up indicated that the irritation was still present. The current medical condition of the irritation is unknown.